Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as the proximal aortic neck angulation = 60°. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to endoleak and component migration.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019, a follow-up computed tomography imaging revealed a proximal type I endoleak. On (B)(6) 2019, an additional procedure was performed to treat the proximal type I endoleak. An intraoperative imaging showed a bird beak. Two aortic extender endoprostheses were implanted proximally, and the ballooning was performed to bond the endoprostheses tightly to the vessel wall. The proximal type I endoleak was resolved. After all devices were deployed, imaging showed a type ii endoleak. But no treatment was performed to treat the type ii endoleak. The physician decided to monitor the patient. The physician¿s comment was that the aortic neck was angulated over 60°, and it was possible that due to this angulation, the device migrated during the initial procedure when the ballooning was performed and caused the proximal type I endoleak.